Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Patient was being monitored by the bedside spo2 monitor and died without any medical intervention performed for raising oxygen level. The cause of death was (B)(6), and is not related to the bedside spo2 monitor. Prior to the patient's death the spo2 level was displayed as spo2 100, pr120 and these values remained displayed for about 5 min after death.